Event description:
The suspect device result was 555 mg/dl. Emts were called and they checked the user's blood glucose on their meter and the reading was 92 mg/dl. Pt was taken to the ER and released. Controls were not used. The device was replaced and requested to be returned for evaluation.